Manufacturer narrative:
Concomitant medical products - model 3189, scs lead: no therapy date available as it is unknown when the leads migrated.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-02231. It was reported that one of the patient's occipital leads had migrated and had high impedance. In turn, the patient underwent surgical intervention wherein one of the leads was explanted and replaced. Therapy was restored to the patient post-operatively. It is unknown which occipital lead was explanted, therefore both leads are being reported.